Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by replacing the right ventricular lead. Further information was requested but is not yet available.